Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter ac*t diff analyzer was dripping while running controls. Customer reported that the volume of the leak was a few drops. Customer reported the leaked fluid fell onto a paper towel that was kept underneath the probe. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) advised the customer via the telephone to clean the probe wipe block with bleach and aspirate bleach through probe wipe tube number 5. Customer reported they ran a control and the probe was still dripping. Customer did not request service from bec.

Manufacturer narrative:
Method, conclusion: customer did not request service from bec. Cause is unknown. (B)(4).